Event description:
It was reported that a lead safety switch was triggered due to high out of range pacing impedance measurements on this right ventricular (rv) lead. Subsequently, the patient was seen in clinic for a lead evaluation. Technical services advised there was no capture on the rv lead. This patient is not dependent. A chest x-ray was ordered and analysis identified no anomalies. The health care professional completed reprogramming. The plan is to leave the rv lead implanted as is and monitor the patient. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a lead safety switch was triggered due to high out of range pacing impedance measurements on this right ventricular (rv) lead. Subsequently, the patient was seen in clinic for a lead evaluation. Technical services advised there was no capture on the rv lead. This patient is not dependent. A chest x-ray was ordered and analysis identified no anomalies. The health care professional completed reprogramming. The plan is to leave the rv lead implanted as is and monitor the patient. Additional information provided myopotential noise was exhibited on this rv lead. The health care professional reported the patient does not pace in the rv. As a result, the patient will continue to be monitored at this time. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that a lead safety switch was triggered due to high out of range pacing impedance measurements on this right ventricular (rv) lead. Subsequently, the patient was seen in clinic for a lead evaluation. Technical services advised there was no capture on the rv lead. This patient is not dependent. A chest x-ray was ordered and analysis identified no anomalies. The health care professional completed reprogramming. The plan is to leave the rv lead implanted as is and monitor the patient. Additional information provided myopotential noise was exhibited on this rv lead. The health care professional reported the patient does not pace in the rv. As a result, the patient will continue to be monitored at this time. Additional information from the patient provided this rv lead is fractured. The patient reported syncopal episodes and falling as a result. The physician has reviewed options with the patient. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.